Event description:
It was reported that the patient presented to the clinic with symptoms of syncope. Non-sustained rv oversensing due to suspected myopotential oversensing was observed. The patient is pacemaker dependent and the oversensing was causing pauses in pacing. Programming changes were made.